Manufacturer narrative:
Additional/updated information was added to reflect the wheels being returned to the manufacturer for evaluation. The result of the evaluation was that the tires, not the wheels, had numerous small cracks throughout the rubber that were clearly visible. Neither of the wheels had any breaks or damage to the spokes, but had scuffs, scratches, and dirt on the hand rims. The complaint of the wheels rubbing against the sides of the chair could not be verified, as only the wheels were returned, not the entire chair.

Event description:
The provider states that the wheels are cracked. It is alleged that the wheels were rubbing against the sides of the chair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states that the wheels are cracked. It is alleged that the wheels were rubbing against the sides of the chair.